Manufacturer narrative:
Upon further review of this report, file was found to be a duplicate record of manufacturing ref number: 1119421-2024-01671. All the further information will be reported under manufacturing ref number: 1119421-2024-01671. No further reports required on this record. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to unknown issue. Additional information was requested and received stating lens was explanted at secondary procedure to no improvement in vision. Clinical reason for explant was noted to be lens dislocated and haptic broke off. The lens was replaced with unspecified lens. Lens was explanted one month after initial procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).